Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included budesonide w/formoterol fumarate (symbicort), clonazepam since 2012, ibuprofen (motrin) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012, tiotropium bromide (spiriva) and vicodin (norco) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). The patient was treated with surgery (essure removal) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma and herniated disc. Concomitant products included budesonide w/formoterol fumarate (symbicort), clonazepam since 2012, ibuprofen (motrin) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012, tiotropium bromide (spiriva) and vicodin (norco) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). The patient was treated with surgery (essure removal) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, vaginal haemorrhage, urinary tract infection, fungal infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, reporter, patient demographic information, concomitant disease, product lot number , concomitant products added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/always feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles"), pain ("body pain"), dyshidrotic eczema ("dyshidrotic eczema on hands") and pruritus ("itchy") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation, vitamin d deficiency, arthralgia, myalgia, pain, dyshidrotic eczema and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, cardiac aneurysm, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- dyshidrotic eczema, pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide monohydrate (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/alwys feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles"), pain ("body pain"), dyshidrotic eczema ("dyshidrotic eczema on hands"), pruritus ("itchy"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), thyroid disorder ("thyroid level up and down") and adrenal disorder ("adrenal disorder") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal level up and down"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation, vitamin d deficiency, arthralgia, myalgia, pain, dyshidrotic eczema, pruritus, feeling abnormal, memory impairment, thyroid disorder, hormone level abnormal and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, alopecia, arthralgia, cardiac aneurysm, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, memory impairment, migraine, myalgia, pain, pelvic pain, pruritus, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- dyshidrotic eczema, pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter's information added. Event: adrenal disorder, hormonal level up and down, thyroid level up and down, memory issues, brain fog were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide monohydrate (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/alwys feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles"), pain ("body pain"), dyshidrotic eczema ("dyshidrotic eczema on hands"), pruritus ("itchy"), feeling abnormal ("brain fog"), amnesia ("memory issues / anyone experience memory loss? Short or long"), thyroid disorder ("thyroid level up and down") and adrenal disorder ("adrenal disorder") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal level up and down"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation, vitamin d deficiency, arthralgia, myalgia, pain, dyshidrotic eczema, pruritus, feeling abnormal, amnesia, thyroid disorder, hormone level abnormal and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, alopecia, amnesia, arthralgia, cardiac aneurysm, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, myalgia, pain, pelvic pain, pruritus, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- dyshidrotic eczema, pruritis , memory loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received : event : "memory issues" updated to "memory loss" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure migrated out the right tube'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide monohydrate (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/alwys feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles"), pain ("body pain"), dyshidrotic eczema ("dyshidrotic eczema on hands"), pruritus ("itchy"), feeling abnormal ("brain fog"), amnesia ("memory issues / anyone experience memory loss? Short or long"), thyroid disorder ("thyroid level up and down") and adrenal disorder ("adrenal disorder") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormonal level up and down"). The patient was treated with surgery (ablation, essure removal and esure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, vitamin d deficiency, arthralgia, myalgia, pain, dyshidrotic eczema, pruritus, feeling abnormal, amnesia, thyroid disorder, hormone level abnormal and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, alopecia, amnesia, arthralgia, cardiac aneurysm, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, myalgia, pain, pelvic pain, pruritus, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- dyshidrotic eczema, pruritis , memory loss. Lot number: 625979 manufacture date: 2007-09 expiration date: 2009-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of product technical complaint. Event: device dislocation marked as serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/alwys feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles") and pain ("body pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation, vitamin d deficiency, arthralgia, myalgia and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, cardiac aneurysm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " myalgia and arthralgia¿ was added. Reporter was added. On 23-mar-2020: information received via social media. No new clinical information received. On 23-mar-2020: information was received from social media: new reporter and new event ( body pain) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included budesonide; formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, ibuprofen (motrin) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube") and vitamin d deficiency ("vit d deficiency") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cardiac aneurysm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- aneurysm of heart. Reporter were added. On (B)(6) 2020: social media received: newly added events- device migration, vitamin d deficiency. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and colonoscopy. No significant histologic abnormalities. Concurrent conditions included collapse of lung, fibromyalgia, sleep apnea, asthma, herniated disc and uterine bleeding. Concomitant products included since 2008, budesonide;formoterol fumarate (symbicort), clonazepam since 2012, hydrocodone bitartrate;paracetamol (norco) since 2008, lorazepam since 2008, omeprazole since 2008, procaterol hydrochloride (pro-air) since 2012, salbutamol (albuterol) since 2012 and tiotropium bromide (spiriva). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: uti and yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/alwys feeling tired"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), cardiac aneurysm ("aneurysm in my heart"), device dislocation ("right essure migrated out the right tube"), vitamin d deficiency ("vit d deficiency"), arthralgia ("hip pain"), myalgia ("sore muscles"), pain ("body pain"), dyshidrotic eczema ("dyshidrotic eczema on hands") and pruritus ("itchy") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, alopecia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, fibromyalgia, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, gastrooesophageal reflux disease, cardiac aneurysm, device dislocation, vitamin d deficiency, arthralgia, myalgia, pain, dyshidrotic eczema and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, cardiac aneurysm, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- dyshidrotic eczema, pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events dyshidrotic eczema on hands and itchy added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.